Event description:
On (B)(6) 2010, a patient with an abdominal aortic aneurysm was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2014, the patient presented with an endoleak of unknown type and unknown origin. On (B)(6) 2014, the patient underwent a reintervention whereby an aortic limb extension device was implanted. The patient tolerated the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device could not be conducted since the lot number remains unknown.